Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The sales rep was unable to obtain the sample to send back. A device history record (DHR) could not be reviewed as the lot number is unknown. A 12 month review of the complaint trend analysis for the skyline hybrid plate was conducted on the device family because of a similar geometric cam design and functionality. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.

Event description:
It was reported that a swift plus plate was implanted into the c3 to c6 region of a patient. There were no issues with the insertion of screws, but as the physician inspected the implant prior to closing the incision, he noticed that a piece of the locking mechanism had sheared off and caught some soft tissue. The piece was removed due to worries that it would tear the esophagus. After re-inspecting the area, the physician was satisfied that the screw was secured, and the procedure was completed. The delay in surgery was no more than 5 minutes.